Manufacturer narrative:
Results: review of device manufacturing record history confirmed device met pre-release specifications. Method: imaging eval state the images provided do not allow for eval. No conclusions can be drawn.

Event description:
On (B)(6) 2013, a bare metal stent (unk MFR) and a gore viabahn endoprosthesis were implanted in the pt's left iliac artery. On (B)(6) 2013, the pt presented with thrombosis in the iliac arteries caused by an aortic stenosis. An endologix device catheter was advanced through a previously placed gore viabahn endoprosthesis in the left iliac artery. After the endologix main body (22mmx13mmx4cm) was placed, the endologix device could not be pulled back through the implanted viabahn device and left iliac artery to access site. The endologix catheter and metal deployment rod (15-20cm) became stuck. During attempts to withdraw, a portion of the endologix catheter ;snapped off' and became lodged in a 12mm aorta and the viabahn device/left iliac artery. The left external iliac artery was coiled due to the resultant bleed upon catheter separation and withdrawal failure. The blood flow was redirected from the aorta to the right common iliac artery. Two viabahn endoprostheses were deployed to restore blood flow. A 13x5 viabahn endoprosthesis was deployed in the aorta and a 9mmx5cm viabahn endoprosthesis was deployed in the right common iliac artery to exclude the separated endologix catheter/rod. To restore blood flow to the left leg, a femoral cross-over procedure was performed using a gore vascular graft. A completion angiogram showed patent renal arteries and run off vessels as well as restored blood flow in aorta and to the right common and external iliac arteries.